Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: subsequently, the patient has experienced dyspareunia, vaginal area burning, urinary incontinence, burning with urination and frequent urination, urinary tract infection, husband feels something poking him during intercourse, dysuria, nonspecific vaginitis, urinary discomfort with otb pressure and low back pain.